Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. During troubleshooting, the user informed customer care that they were taking ciprofloxacin. The user was informed that ciprofloxacin has not been tested with the eversense system, and its impact on sensor performance is unknown. As a precaution, he user was advised to use their bg meter for treatment decisions while taking the medication and for a few days after completing treatment. The user agreed to follow this guidance. A review of dms confirmed that the user is actively using the system. B4. Date of this report 24 feb 2026. G3. Date received by the manufacturer? 24 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.